Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pump of the stockert s5 system was displaying a cardioplegia pump communication loss message and the cardioplegia counters were not functioning properly during a procedure. There was no report of pt injury.